Event description:
New information received notes the patient experienced pain when paced before the explant and replacement procedure. The patient was stable during and after the explant and replacement procedure.

Event description:
It was reported that the patient presented in the emergency room. It was noted that the patient experienced chest pain and intermittent chest muscle stimulation. The right ventricular (rv) lead did not capture at 2.5 v, but other parameters seemed normal. The rv lead was pacing less than 1% but when it did the patient complained of chest discomfort. Programming changes to decrease the pacing output seemed to decrease discomfort. Additional programming changes to the pacing mode were made since the patient was in sinus bradycardia with good atrioventricular (av) node conduction. The patient was stable before, during and after the session. Further information received notes the right ventricular lead was explanted and replaced.